Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the cannula had been bent and the blood glucose rose over 400 mg/dl. The customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.